Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not seem to be delivering insulin while attempting to bolus, and the device alarmed no delivery. The customer's blood glucose reading was 29.1mmol/l, and she was treated with injections. The caller also mentioned getting button error alarm. The device had a crack on the screen. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.